Manufacturer narrative:
The product remains implanted in the patient and was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve was set to pl 1.5 after being implanted. According to the report, in (B)(6) 2013 the patient experienced difficulty sleeping, yawning, emotional irritability, and dizziness in the morning, but no symptoms during the day. The report states that the patient went to the hospital and had the pl setting checked, and found that it was still set at pl 1.5. Reportedly, the patient returned to the hospital again in the beginning of (B)(6) 2013, and the valve¿s pl setting was found to be in-between 2.0 and 2.5. The report states that it was readjusted to pl 1.5 and that the patients sleep quality was improved. According to the report, the patient returned to the hospital on (B)(6) 2013, and that the valve¿s pl setting was in-between 1.5 and 2.0. The report states that the patient was ok now.

Manufacturer narrative:
The product remains implanted in the patient and was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.